Event description:
It was reported that the left ventricular (lv) lead had high thresholds with no known cause. The lv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2005 (B)(6); 6949 implantable defibrillation lead 2005 (B)(6). (B)(4).